Event description:
It was reported that the user ran out of g7 sensors and continued in bg run mode beyond the allowed period, after which the ilet stopped dosing as designed. No reported symptoms. Outcomes included interruption of automated insulin delivery when bg run expired and the need for user education and transition planning due to cessation of automated dosing. Investigation included customer interview, review of device use conditions, and troubleshooting and education on bg run mode limitations. Investigation of this case revealed that the device functioned as designed with bg run expiring after the specified duration, and user misunderstanding contributed to the perceived issue. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with no device malfunction.